Event description:
The pt was stented due to a left upper extremity fistula on (B)(6) 2010. On (B)(6), the pt was seen in follow up and the stent remained in its original position, but required re-expansion due to refractory stenosis. This was completed with an 8mm pta. Difficulty was experienced in cannulating the upper venous portion of the fistula and the venous pressures on dialysis are once again elevated. A fistulagram and venogram was performed. An 80% re-stenosis is seen in the basilic venous swing segment. The previously placed stent was found to be in 2 pieces juxtaposed the recurrent area of stenosis. Wire access was obtained through the area of stenosis and through both pieces of the stent. A 10x60 fluency covered stent was then deployed to cover the stenosis and the ends of the fractured stent. A 9mm high pressure pta was used to expand the stent. Follow-up fistulagram and venogram demonstrated improved patency and flow. The previously fractured is now a solid piece covered by the new fluency stent. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The PMA / 510 (k) # is p050017/s002 and s003. There were no ziv6-35-80-8-60 devices of lot number c537736 in stock at the time of the complaint investigation. A document based investigation was carried out as the device was not available for evaluation. A review of the device manufacturing records for ziv6-35-80-8-60 of lot number c537736 revealed no discrepancies that could have caused the complaint issue. The description provided by the user indicated that the use of this device was off label use - against the instructions for use. No corrective action is warranted at this time as this complaint most likely occurred due to user error (against the instructions for use). The complaint could not be verified as the device was not returned for evaluation. This complaint represents an isolated occurrence. However, complaints of this nature will continue to be monitored for potential emerging trends. A 2 year complaints history has been reviewed for this product family. The likelihood of this type of occurrence is rare. However, customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.